Manufacturer narrative:
(B)(4). The xience v 3.0x08mm (part#1009541-08/lot8031261) and voyager nc 3.25x12mm (part#1011755-12/lot#8082261) have been filed under separate manufacturer numbers. Evaluation summary: quality assurance investigation revealed that the balloon catheter was returned with blood in the balloon, inflation lumen, and on the balloon and distal shaft. There was no contrast visible. The balloon was loosely folded. There was a bend in the hypotube at the distal end of the strain relief tubing. There was no other damage noted to the balloon catheter. During functional testing a new indeflator, filled with water, was used in an attempt to pressurize the balloon to rated burst pressure (rbp) of 18 atmospheres (atms) when fluid came out of a pinhole in the balloon. There was a pinhole in the balloon 5mm distal to the proximal balloon marker. There was a scratch in the distal end of the balloon, 2mm proximal to the distal balloon marker, for a length of 1mm. Product performance engineering reviewed the incident information and analysis of the returned product. Reportedly, during a calcified ostial circumflex artery stenting procedure, a xience v stent was implanted and the balloon was inflated at 18atms for 60 seconds. It was noted that the balloon would not hold pressure on inflation. The physician then advanced a 3.25x12mm rx voyager nc balloon catheter and inflated the balloon at 18atms for 35 seconds. Again, it appeared that the balloon would not hold pressure. A 3.25x15mm rx voyager nc balloon catheter was placed and inflated to 18atms for 40 seconds. This balloon also would not hold pressure. The physician reported that the balloons appeared not to rupture, but acquired pinholes possibly due to the calcification within the lesion. Information of the xience v and 3.25 x 12mm voyager nc are filed under separate medwatch reports. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Reportedly, the lesion was moderately calcified, which likely contributed to the difficulties experienced. It is likely that the balloon material was damaged (scratched) during interactions with other devices, the patient anatomy, such that the balloon ruptured upon inflation at the rbp of 18 atm. Analysis noted a bend in the hypotube. Since this damage was not reported in the incident information, the bend may have occurred during the procedure, or during packaging, or during handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during a calcified ostial circumflex artery stenting procedure, the xience v stent was implanted and the balloon was inflated at 18 atmospheres (atm) for 60 seconds. It was noted that the balloon would not hold pressure on inflation. The physician then placed a voyager nc and inflated the balloon at 18 atms for 35 seconds. Again, it appeared that the balloon would not hold pressure. A second voyager nc was placed and inflated at 18 atms for 40 seconds. The balloon also, would not hold pressure. The physician reported that the balloons appeared not to rupture, but acquired pin holes possibly due to the calcification within the lesion. The final stenosis was 25% from 80%. There was no further intervention needed. There were no reported patient effects. There is no additional information available.